Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
It was reported that there was a defect in the insulation of the right ventricular (rv) lead. No intervention was performed; the patient's condition was stable and there were no adverse consequences.